Event description:
During the esophageal banding procedure, a cook 6 shooter saeed multi-band ligator was used. The third band cannot be deployed. A section of the device did not return inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Manufacturer narrative:
Evaluation: during the laboratory evaluation, the barrel with two bands remaining was visually examined. No defects or abnormalities were observed with the surface of the barrel, bands or trigger cord that would contribute to band deployment difficulties. All string beads were in place prior to the functional evaluation. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. The device was attached to an olympus 2.8 channel gif q20 endoscope and the last two bands fired successfully and independently on simulated varices. The trigger cord was removed and the beads were verified for correct location, however, during the verification of bead position, it was observed that one bead (second from the distal end of the string) was missing on one of the two strings. All beads were verified as being present prior to the evaluation. The remaining beads were examined using magnification and found to be within manufacturing tolerance. The length of the trigger cord was measured and confirmed to be within manufacturing tolerance. Trigger cord was intact and not broken. With the remaining bands that were deployed, the barrel was visually inspected and no defects were found that might lead to difficulty in band deployment. A product specific discrepancy that could have caused or contributed to this observed was not observed during our laboratory analysis. The lot number associated with this complaint was researched to determine the manufacturing date of the actual bands. We can conclude from these dates that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. Per the recommended endoscope diameter labeling, the mbl-6-f is compatible with endoscopes having a distal end diameter of 9.5 mm -13 mm. The customer reported that an olympus gif-v70 gastroscope was used which has a 9.2 mm diameter. Although the diameter is only slightly smaller than the recommended size, difficulty maintaining a proper fit between the friction fit adapter and the endoscope may have been experienced by the user leading to difficulty in band deployment. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Conclusions: a definitive cause fo this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. Another possible contributing factor to band deployment difficulty includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in band deployment difficulty. Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. Per the recommended endoscope diameter labeling, the mbl-6-f is compatible with endoscopes having a distal end diameter of 9.5 mm - 13 mm. The customer reported that an olympus gif-v70 gastroscope was used which has a 9.2 mm diameter. Use of this device with an endoscope outside the recommended diameter range could result in difficulty in band deployment. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved med all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.